Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement and described the occurrence of injury in a female patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip. An unknown time later, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Medical records received (B)(6) 2010: on (B)(6) 2006, the patient's copper level was 4 mcg/dl (normal 80 to 155) and zinc was 135 mcg/dl (normal 60 to 120). On (B)(6) 2007, copper was 67 mcg/dl and zinc was 68 mcg/dl. Follow up information was received on (B)(4) 2011, via medical records. In (B)(6) 2005, the patient was diagnosed with cervical spine flexion/extension injury with associated radicular and myelopathic symptomatology, as well as gastric bypass with possible associated mild neuropathy. The patient complained of sensory changes involving essentially all the digits of the right hand, to include the preaxial forearm and some sort of fuzzy feeling in the distal arm and postaxial forearm. She had a feeling in her lower extremities that there were patches of numbness, particularly distally beyond the knee on the right side, involving the leg and foot, which were asymmetrical relative to the other side. On (B)(6) 2007, the patient complained of limb numbness and decreased ambulation. The patient began losing sensation in her extremities over the last (B)(6) months (since approximately (B)(6) 2007). Sensory loss began in her distal finger tips and also included numbness ascending in her arms, numbness in her toes, loss of sensation below elbows and knees, legs felt "wobbly", weakness when walking, lightheadedness, and falls on a daily basis. The patient used a wheelchair (for the last (B)(6) months, prior to her sensory changes) or would crawl to the bathroom. On (B)(6) 2007, the patient was admitted for further workup of her many active issues. The patient used many pain medications for right hip (she was told it needed to be replaced three years ago), left knee (status post replacement and left femur fracture), upper back (thoracic midline and paraspinal pain), and right paraspinal neck pain. The patient had surgical decompression of her cervical spine in 2005 for "disc bulging" after a motor vehicle accident with pain since, but worsened in the last year despite copious narcotic usage. Her primary care physician was trying to decrease her narcotic dose. The patient had recent short term memory loss, falls, poor bladder control, diarrhea on and off for one year, occasional tremors when sitting, and foreign body sensation in feet. The patient was receiving zinc and copper/iron intravenously on (B)(6) 2007. On (B)(6) 2007, magnetic resonance imaging (MRI) of the brain and cervical spine showed bilateral symmetric increased t2 signal involving only the dorsal columns extending from c2 through c7. This appearance was classic for subacute combined degeneration due to vitamin b12 deficiency. Other possibilities included copper deficiency, viral infection, (B)(6), myelopathy, or demyelinating process. An electromyogram (emg) was normal. On (B)(6) 2007, somatosensory evoked potentials were consistent with a conduction delay above the lower thoracic cord. The physician attempted to verify reported history of "mercury poisoning" and "leukemia" without success. A repeat copper level was 20 and ceruloplasmin level was 8.5. Discharge diagnoses included copper deficiency myelopathy and gait instability. The patient continued to receive home physical therapy. Discharge medications included oral copper supplementation. The patient's zinc level was 74 (normal 60 to 120 mcg/dl). On (B)(6) 2008, the patient wanted to know why she was losing use of her legs, arms, and hands. The patient's copper level on (B)(6) 2008, was 124. The physician suggested the patient wear elbow guards to keep her from compressing the ulnar nerves further. On (B)(6) 2009, the patient was taking copper by mouth and her last level recorded in (B)(6) 2007, was 76 mcg/dl. The patient had multiple complaints, including but not limited to: pain in the left eyelid, pain in both eyes, severe migraines daily, pain at the top of the spine and the lower head, pain generated up the right side from the base of the neck behind the ear, pain/numbness/weakness/paresthesias in multiple sites, seizures, more frequent restless leg syndrome, dizziness, loss of bladder control, hands twitching, memory loss, vision loss, loss of appetite, stuttering, and bending in the toes of the left foot. The physician did not feel that she looked like she was in pain in spite of her written complaints. On (B)(6) 2009, the patient's copper level was 92 (normal 80 to 155) and ceruloplasmin level was 25.7 (normal 22 to 66). The patient had numerous complaints, including being in a wheelchair most of the time, falls when she transferred to the toilet and back, seizures at night lasting 20 to 60 minutes, and migraines. The physician questioned whether the patient was having pseudoseizures (non-epileptic seizures), especially since the patient had had normal electroencephalograms (eegs) in the past. On (B)(6) 2009, emg and nerve conduction studies (ncs) showed evidence of a severe asymmetric polyneuropathy, which could be localized to the left sciatic and right peroneal nerves. The lack of any signs of active denervation suggested this was a chronic process. A copper level was normal at 92 and a ceruloplasmin level was normal at 25. On (B)(6) 2010, the patient was noted to have long-standing difficulties with peripheral neuropathy. This had been attributed to copper deficiency myelopathy status post gastric bypass surgery. The patient had a work-up with electromyograms (emg) and nerve conduction studies (ncs) and was felt to have a strong element of carpal tunnel syndrome in her right hand. Because of her pain that was recalcitrant to conservative measures, the patient was offered right carpal tunnel release at that time. The patient also had a history of chronic pain syndrome on chronic narcotics.